Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers: 9616099-2014-00662 & 9616099-2014-00663. Complaint conclusion: as reported by the (B)(4) smart pms for sfa study, 50-99% restenosis was found in both study stents 53 days post index procedure. The lesion was treated by percutaneous transluminal angioplasty (pta) (poba). The patient recovered the following day. The (B)(6) male patient with a history of peripheral arterial disease had two smart control stents placed in the distal portion of the right superficial femoral artery at the time of the index procedure. The rate of stenosis was 100%. There was good wall apposition of the stents. There was no indication of vessel dissection. It is unknown if the stents were post-dilation. There was no disease distal to the stents. The patient was compliant with antiplatelet therapy. There was no stent thrombosis reported. The patient is currently in stable condition. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by (B)(4), 50-99% restenosis was found in both study stents 53 days post index procedure. The lesion was treated by percutaneous transluminal angioplasty (pta) (poba). The patient recovered the following day. The patient had two smart control stents placed in the distal portion of the right superficial femoral artery at the time of the index procedure. The rate of stenosis was 100%. There was good wall apposition of the stents. There was no indication of vessel dissection. It is unknown if the stents were post-dilation. There was no disease distal to the stents. The patient was compliant with antiplatelet therapy. There was no stent thrombosis reported. The patient is currently in stable condition.

Manufacturer narrative:
(B)(6). (B)(4). This is one of two products involved with the reported adverse event and are associated manufacturer report numbers: 9616099-2014-00662 & 9616099-2014-00663. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.